Event description:
It was reported that the proteus xr/a table locks did not actuate, causing the tabletop to move in the lateral and longitudinal directions without resistance. There was no injury reported. This situation could potentially contribute to a serious injury if a pt were to become unsteady and fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the table locks did not actuate because the rear foot pedals were constantly engaged in an on state. The fe reset the foot pedals and verified that the table locks were functioning per specifications.